Event description:
Customer alleged 2 sets of discrepant blood glucose values: 1.430 mg/dl & 180 mg/dl; and 2.300 mg/dl & 100 mg/dl back-to-back on the advantage system. The customer reported having no symptoms, treatment, or actions. No adverse events related to the alleged malfunctions were reported. None of the suspect product is available for return; replacement product was sent.